Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient had been connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had been connected to the patient line of their cassette during the priming phase of automated peritoneal dialysis therapy on a homechoice device. The technical service representative assisted the patient with ending therapy and the patient started therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.